Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient reporting that when she was recharging last night, the "little metal piece" got stuck inside of the insr. The patient stated that she had left her insr at work and could not retrieve it until tonight. The patient indicated that she needs to charge; her stimulation has not stopped but it feels weaker, like it is going to stop at any second. The patient was disconnected before they could be transferred to repair so a voicemail was left. The patient called back and was disconnected several times (patient noted that they were on a country road and had bad reception). The patient also noted that she got the connector pin removed from recharger and only needs a dtc. The patient reported the serial number (B)(4). Indication for use includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.